Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump was received with cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ended up in the hospital due to high blood glucose levels. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 523 mg/dl. The customer's daughter called 911 and she ended up in the hospital. She experienced a diabetic ketoacidosis, indigestion, and heartburn. The customer was given saline through an IV, insulin shots, and insulin via an IV. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.